Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/23/2018 that on (B)(6) 2017 the transmitter stopped working. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. The confirmation of the complaint is confirmed via data. The probable cause could not be determined via data.